Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted an anomaly in the outer coil via x-ray. This was located approximately 14 centimeters from the is-1 terminal end. The lead failed resistance testing confirming the presence of a break in the coil. Analysis determined this fracture was likely the result of cycle fatigue.

Event description:
Boston scientific received information that this pacemaker exhibited noise consistent with the minute ventilation signal on the right atrial (ra) channel. The noise was oversensed and led to inappropriate anti-tachycardia pacing (atp) episodes. Additionally, a jump in ra pacing impedances was observed. Boston scientific technical services (ts) recommended testing and turning off the minute ventilation sensor. The minute ventilation sensor was programmed off and the system will continue to be monitored. This pacemaker remains in service. The ra lead is a competitor product. No adverse patient effects were reported. Additional information was received that a revision procedure was performed in (B)(6), 2018 to replace the competitor's ra lead. After the replacement the observation of high ra pacing impedances persisted. The physician elected to perform a second revision and both the pacemaker and the ra lead were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited noise consistent with the minute ventilation signal on the right atrial (ra) channel. The noise was oversensed and led to inappropriate anti-tachycardia pacing (atp) episodes. Additionally, a jump in ra pacing impedances was observed. Boston scientific technical services (ts) recommended testing and turning off the minute ventilation sensor. The minute ventilation sensor was programmed off and the system will continue to be monitored. This pacemaker remains in service. The ra lead is a competitor product. No adverse patient effects were reported. Additional information was received that a revision procedure was performed in (B)(6) 2018 to replace the competitor's ra lead. After the replacement the observation of high ra pacing impedances persisted. The physician elected to perform a second revision and both the pacemaker and the ra lead were replaced. No additional adverse patient effects were reported.